Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective cpu, reconfigured the unit, and reloaded software to address the reported problem. The unit successfully passed the required performance verification test. The cpu was return for analysis. The root cause was isolated to a component (ls1). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device displayed error "system file error alarm". The device was not in use at the time of the reported event; therefore, there was no patient involvement.